Event description:
The customer indicated that a false negative reaction was obtained with a known sample containing anti-k using mts anti-igg card lot# 081107001-05 while performing antibody screen testing. Repeat testing using an alternate lot of gel card showed positive reactivity with the sample. The test results were duplicated on the ortho provue. The test results did not match the patient's historical data and the alternate lot, preventing erroneous test results from being released.

Manufacturer narrative:
No definitive root cause was determined. Sample was not submit to ocd for additional investigation. Therefore, the customer complaint could not be confirmed. A complaint review indicated no other similar complaints were logged against lot# 081107001-05.